Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Six photos of shipping cartons and shelf cartons for syringes from lot# 0167644 were provided. The customer reported that the box was torn and that the lot# is not clear. The photos were examined, and it was observed that one of the shelf cartons was damaged at the top corner. The photos were examined, and it was observed that one of the shelf cartons appeared to have a print issue concerning the lot number. A review of the device history record was completed for batch# 0167644. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported the syringe 0.5ml 31ga 6mm 10bag 500 ap had missing label information. This event occurred 2 times. The following information was provided by the initial reporter: the "box was torn and lot number was not clear."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the syringe 0.5ml 31ga 6mm 10bag 500 ap had missing label information. This event occurred 2 times. The following information was provided by the initial reporter: the "box was torn and lot number was not clear."